Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support for further review. The escalation team found no system issue and attributed the differences to glucose lag and calibration timing. The user was informed, noted improved accuracy with morning calibrations, and agreed with the outcome. Upon dms review user was using the system with information up to date. No further investigation was found necessary for this complaint.

Event description:
On february 6, 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.